Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-03526 / 00475). Device remains implanted.

Event description:
Patient underwent a left knee arthroscopy an unknown amount of time post-implantation due to lack of range of motion. During the arthroscopy, the anterior cruciate ligament was scarified and the posterior cruciate ligament was released.